Event description:
Related manufacturer reference number: 2017865-2022-00826. It was reported that the patient presented remotely via merlin.net. Interrogation showed the right ventricular lead exhibited failure to capture. The right atrial lead exhibited oversensing noise which led to inappropriate automatic mode switch. The patient was asymptomatic. Programming changes were made. The patient was stable throughout.